Event description:
The physician achieved arteriotomy closure with the perclose a-t (the closer ak) device following a diagnostic procedure in 07/2003. It was reported that the device was deployed without difficulty. The patient was discharged the next day. Nineteen days later, the patient presented to the emergency room with complaints of severe right groin pain. A cat scan revealed a hematoma and an ultrasound revealed a 1 cm longitudinal pseudoaneursym. The patient was taken to surgery for drainage of the hematoma and repair of the artery. An abdominal wall abscess was noted during the surgical procedure; therefore a culture was taken. The wound then was irrigated with an unspecified antibiotic solution and was "left open". Orders were written for wet to dry normal saline dressings to be applied twice a day. The surgeon documented that the lower extremity pulses were "good" post surgery. It was reported that the patient was treated with the intravenous antibiotic vancomycin. Eleven days after admission, the patient was discharged home with home health visits, orders for wet to dry normal saline dressings twice a day and a prescription for the oral antibiotic keflex. The patient is being seen as an outpatient. There have been no reports of any further adverse patient sequelae.